Manufacturer narrative:
Remains implanted.

Manufacturer narrative:
The presence of the type ia endoleak could not be confirmed with the information available, including a review of the intra-operative images. The pre-operative CT imaging shows patent lumbar arteries, and a patent inferior mesenteric artery; however, it could not be determined whether these patent arteries were interpreted as a type ia endoleak rather than a type ii endoleak, which is not device related.

Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that was not resolved following ballooning. The physician elected to monitor the patient until a follow-up CT can be taken on a later date. As of the date of this report, there have been no additional sequelae reported and no planned re-intervention.